Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.25x12mm nc traveler is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 2.25x28mm xience alpine stent implant was deployed; however, although it was well apposed to the vessel wall, it was not concentrically expanded due to the heavy calcification in the lesion. The 2.25x12mm nc traveler balloon dilatation catheter (bdc) was unpackaged without issue and prepped without issue. The bdc was advanced without resistance to the stent implant for post-dilatation and inflated to 12 atmospheres (atm). During a second inflation, the bdc balloon ruptured at 17 atm and the bdc was removed without resistance. No further attempts were made to further dilatate the xience alpine stent implant as it was assumed that the stent implant could not be further expanded due to the heavy calcification. Reportedly, the patient's st segment elevated briefly, but resolved immediately without treatment. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation as the stent remains in the patient anatomy; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effect however the difficulty deploying the stent and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.